Event description:
Boston scientific received information that this patient reported hearing tones from their device. Upon investigation, it was determined that the tones took place because the device declared eri early, probably as a result of high charge times. No adverse patient effects were reported and the device will be replaced in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.